Manufacturer narrative:
Device has not been explanted and/or returned, therefore product evaluation is not possible. Unable to determine the cause of the event.

Event description:
Implant date:2006 it was reported that a pt underwent an l4-s1 spinal fusion with allograft and posterior instrumentation. Approx, 2 months post-op pt "fell hard on some stairs and heard a cracking sound". Xrays reportedly revealed that two sacral screws were fractured. One month later, pt underwent a revision surgery to replace the broken screws and add tlif cages in the intervertebral disc spaces. No pt complications reported.